Event description:
When it clicked on the de, sometimes is removed easy, sometimes not. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the distal body worn out. Based on the result, we concluded that it was caused due to the physical damage applied on the body. In addition, we confirmed that the bending rubber worn out; however, it is not the main cause, and/or irrelevant to the alleged complaint.